Event description:
It was reported, the physician programmer was not communicating with the stimulator. It was later reported that the patient¿s battery was dead. It was reported the patient was scheduled for replacement. It was reported, the patient experienced frequency and urgency. The battery depletion was premature. The patient¿s device was in continuous mode. The battery replacement had occurred on 2014 (B)(6). The patient recovered without permanent impairment.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 3037, serial# (B)(4), implanted: 2011 (B)(6); product type programmer, patient. (B)(4).